Event description:
It was reported that while using the ilet bionic pancreas, the patient announced a usual size meal, but the patient had consumed a smaller than normal amount of carbohydrates. The patient experienced a severe hypoglycemic event requiring the use of glucagon, and the emergency services were called via 911, however the patient¿s blood glucose was stabilizing and did not use the services. Symptoms included severe hypoglycemia requiring glucagon administration. Outcomes included emergency call placed without treatment or transport, successful glucagon administration, and recovery to stable glucose levels. Investigation included user interview and troubleshooting with education on accurate meal announcement and infusion site setup. Investigation of this case revealed use error related to incorrect meal announcement, with glucose stabilization documented after follow-up. It was concluded that the event was due to user error in carbohydrate announcement and with the device function not otherwise implicated, no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.